Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a long charge time. It was explanted and replaced on (B)(6) 2019 per physician's recommendation. Patient was stable.

Manufacturer narrative:
Final analysis found the extended charge time was confirmed via reviewing of the session record. Bench testing was performed, and the device subassembly showed normal characteristics. The battery was analyzed and confirmed an internal battery anomaly. Extended charge time was caused by an anomalous battery.